Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope image transmission was repeatedly interrupted or not possible at all. The issue was found during procedure. Inspection and testing of the returned device found error code 315 due to water invasion. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation did however confirmed the failure described by the customer. There was error code 315 due to water invasion. The image was restored after drying. Additional findings included: connector corrosion, body unit corrosion, the light guide lens was scratched, the connecting tube was scratched, the insertion tube protector was damaged, and the bending section cover (a-rubber) was perforated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the device leaked during user handling and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to displayed error message. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - leakage testing of the endoscope" olympus will continue to monitor field performance for this device.